Event description:
The pt was admitted for removal and replacement of bilateral silicone breast implants secondary to rupture. The pt had grade iii capsules. These implants had been placed in 1987 or 1988. A suction bottle apparatus was used to suction the ruptured silicone from the bilateral breast capsules. MFR of these implants is unk.